Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a robotic prostatectomy procedure, the device was leaking as they do more instrument exchanges the leak gets worse. They managed the leak and made it through the case. There was no adverse consequence to the patient. The device was discarded.